Event description:
It was reported that 1 week post implant that toe of the graft remained intact with the sfa, however, the heel of the graft became disrupted. The graft was avulsed and separated by a few inches. Interposition graft was placed to complete the procedure.